Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2022 , that the gantry continued to rotate. A field engineer examined the equipment and determined that the switches for the c-arm required to be replaced. After the repair the system met the manufacturer´s specifications. No injury to the patient or staff reported. No other information is available.